Event description:
During the implant procedure, while attempting to remove the stylet from the left ventricular (lv) lead, the stylet was unable to be removed and the lead was damaged. The lv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Visual inspection found the polytetrafluoroethylene (ptfe) coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the stripped stylet ptfe coating and inner coil. Abbott is continuing to monitor this issue.